Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallstones performed on (B)(6) 2025. During the procedure, the catheter cracked/broke when using the extractor pro rx. The procedure was completed with another of the same device. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.